Event description:
During a knee arthroscopy, a black, greasy substance was coming off of the blade in the joint. Dr had to shave off tissue to remove the greasy substance.

Manufacturer narrative:
Device is not being returned for evaluation.